Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: the following information was reported: what does "the wire is bare" mean? Surgeon points out that the needle was coming loose from the thread. Provide additional details about the alleged deficiency in the w2881 product. The needle was coming loose from the thread. Please provide the batch number. L. Ucmekx. Provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, provide the tracking details of the shipment. The samples were taken via carrier (pinex, oc. 68482), I do not have the tracking. Provide the source or name and job title of the external person providing responses to the follow-up (external person submitting responses to the sales rep. Event date: august 12, 2025 event description: the wire is bare. Was the surgery postponed due to the reported event? Unknown, no. Was the procedure completed successfully? Unknown, yes. Were fragments generated? Unknown, no. If so, were they removed easily without additional intervention? Unknown, there was none. Patient status/outcome/consequences no, there was none. Other medical intervention was required (e.g., x-rays, additional procedures, prescriptions, otc, review): unknown, no. The patient is part of a clinical trial unknown, not. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the wire is bare. Surgeon points out that the needle was coming loose from the thread. There were no patient consequences reported. Additional information was requested.